Event description:
It was reported that a patient underwent an excision of a basal cell carcinoma of the nose procedure on (B)(6) 2012 and suture was used. The patient was given cedax antibiotic post-operatively. On (B)(6) 2012, the patient&apos;s antibiotic was switched to azithromycin as it was thought that patient was having a reaction to cedax. Later in the day on (B)(6) 2012, the patient went into the office with a very tender and swollen nose. The patient was given avelox. On (B)(6) 2012, the nurse noted the wound appeared to be healing with decreased swelling. On (B)(6) 2012, suture was still intact and there was no wound breakdown. The patient reported the wound opened up later in the day on (B)(6) 2012. On (B)(6) 2012, the doctor noted slight wound dehiscence. On (B)(6) 2012, the nurse noted slight wound depression and inter-nasal swelling. Keflex and bactroban topical antibiotic were prescribed. The wound looked fine on (B)(6) 2012. On (B)(6) 2012, the surgeon noted the mucosa was intact with some separation of the wound margin. The patient underwent a reoperation on (B)(6) 2012 to repair the wound separation with a different type of suture. Currently, the patient is doing fair right now.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.